Manufacturer narrative:
As the lead was not able to be returned, no analysis could be performed. The field representative was not able to obtain the serial number for this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department, due to fainting while walking. The device interrogation at the hospital revealed noise that was oversensed, resulting in pacing inhibition. Fluoroscopy imaging showed a rupture of the rv lead and a fractured conductor was suspected. A revision procedure was performed that day where this rv lead was surgically abandoned and a new lead implanted. No additional adverse patient effects were reported.